Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights, volista access. Corrosion has built up on the spring arm, screws and edges of the device. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista access. Corrosion has built up on the spring arm, screws and edges of the device due to fumigation methods used for cleaning and disinfecting. The customer was therefore reminded to always follow cleaning instructions as per user manual (¿nu_volista_01781en¿). We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to corrosion on monitors arm screw sections edges and joints of the arm, which contributed to the event. Provided information do not indicate if upon the event occurrence the device was being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of corrosion occurrence is low. To prevent any incident due to paint chipping and corrosion, volista user manual mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. What is more, the same manual mentions that fumigation methods must not be used for cleaning purposes. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: ot566707